Event description:
Empty pucks were not properly routed to the centrifuge of an advia labcell automation system. Patient samples were not being off loaded by the robot from the centrifuge, which caused delay in sample testing. The customer stated that samples tested for troponin were delayed. There are no reports of patient intervention or adverse health consequences due to the delay.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the advia labcell automation system, the cse replaced a failed interface gate and proactively re-aligned the tube gripper at the interface gate. The cause of the delay in patient testing was related to a failed interface gate. The instrument is performing within specifications. No further evaluation of the device is required.